Event description:
Laparoscopic right salpingo oophorectomy. "Three separate cd001 units broke along the seam of the pouch as the surgeon attempted to pull the right ovary out of the incision. A fourth unit was opened and used to successfully retrieve the specimen."

Manufacturer narrative:
Investigation summary: the event units were not returned for evaluation. In the absence of the subject devices it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. The root cause of your experience remains unknown. Previous tests have shown breaking in retrieval bags when excessive force and manipulation is used to remove specimens from a small incision. The instructions for use (IFU) state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." And "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.